Event description:
It was reported that (1) device was used during a total gastrectomy. It was reported by the affiliate that the ecs25 instrument staples protrude. Another instrument was used to complete the case. There was no consequence to the pt. The device was discarded.